Event description:
It was reported that an advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated, the patient has not been seen since 200 and at that time she was doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported that an advantage fit system was implanted. According to the complainant, the patient experienced an unknown injury. Additional information received from the physician's office on (B)(6) 2013 stated the patient has not been seen since 2005 and at that time she was doing well. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.